Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of an unknown clearlink set disconnected. The event occurred prior to patient use since the disconnection transpired in the pharmacy. Therefore, there was no patient involvement. No additional information is available.